Manufacturer narrative:
.

Event description:
The pt reported, the stimulation was in the wrong area six days post-op. Decreasing the amplitude helped but the stimulation was still not quite right. The pt stated, a follow up visit was scheduled. The pt reported she had been implanted for sacral nerve stimulation and was experiencing diarrhea and more urination. The pt turned down the device and scheduled an appointment with the hcp for reprogramming. The pt had not tried to turn the device off to see if the symptoms decreased. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.